Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor readings had been inaccurate and that there had been a calibration error alert. The customer stated that the blood glucose was as low as 40 mg/dl and that when it came back up, the sensor was 50 - 100 points off. The customer reported that the low blood glucose had been occurring frequently. The blood glucose reading at the time of the call was 171 mg/dl, while the sensor reading was 242 mg/dl. The customer was advised that the sensor reading and blood glucose readings will be close but rarely match due to how glucose travels in the body and that larger differences may occur after eating or delivering a bolus. The customer was advised on properly insertion and timing of blood glucose entries. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.